Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pen needle experienced a needle that would not detach. The following information was provided by the initial reporter: customer complains that the pen needles are very difficult to remove from the pen.

Manufacturer narrative:
H6: investigation summary: sixty two sealed 32g x 4mm pen needle samples were returned from lot. No. 1252647, cat. No. 320141. A functionality test as per q-sop-183-dl was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿ pen needle experienced a needle that would not detach. The following information was provided by the initial reporter: customer complains that the pen needles are very difficult to remove from the pen.